Event description:
It was reported that during a ptca/stenting treatment procedure of an unknown vessel, difficulties crossing the lesion were encountered. The physician attempted to retract the stent/delivery device into the guide catheter. Upon removal of the delivery device through a 6fr zuma guide catheter, the stent came off the delivery device and remained on the luge guidewire. The physician was then unable to remove the stent through the sheath, as the stent was bent. The patient went to surgery for removal of the stent from the femoral artery. The patient status was reported to be "okay". No additional information is available at this time.